Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during the prime test due to faulty fsr (gold). Insulin pump passed the displacement test and rewind and basic occlusion test. Unable to confirm motor error alarm or perform the no delivery test due to motor error alarm. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for motor error like motor encoder position error which leads to high blood glucose of 33.3mmol/l. Customer's current blood glucose was 18.5mmol/l. Insulin pump will be return for analysis.